Manufacturer narrative:
E2/e3: information not provided. Investigation is ongoing. This report will be supplemented accordingly following investigations and or if additional relevant information is received.

Event description:
It was reported that the subject device displayed an unsupported scope error e315. The issue was found at installation. There was no patient involvement on this reported event.

Event description:
No additional information received from customer.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.